Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, sensor wire appeared to be missing. There is no portion of the wire visible at insertion site. Pt reports no discomfort and is in good condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.